Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Device evaluated by MFR: the field engineer checked the vacuum and driver, also the software. Reloaded the driver and system software, calibrated and made 3 test patients, working fine. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on february 24th, a brevera procedure was performed and the brevera fails the test, the patient had an incision already done and will require additional surgery. No additional information is available.